Manufacturer narrative:
Based on the reported information, a percival pvs25 was replaced with a perimount 21 mm valve. The relative sizing of these devices suggests that over-sizing may have contributed to the reported event. The root cause is therefore attributed to user error based on the available information; however, no device investigation was possible as the valve was not available for return.

Event description:
A percival pvs25 valve was sized and implanted. During placement, the valve reportedly popped up out of the annulus. The valve was removed and a sutured perimount 21 mm valve was implanted successfully. The procedure was delayed 30 minutes as a result of the event. The patient outcome was reportedly good, and unaffected by the event. It was reported that there were no anatomical features that were suspected to have contributed to the event. No concomitant procedures were performed.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release.

Event description:
A perceval pvs25 valve was sized and implanted. During placement, the valve reportedly popped up out of the annulus. The valve was removed and a sutured perimount 21 mm valve was implanted successfully. The procedure was delayed 30 minutes as a result of the event. It was reported that there were no anatomical features that were suspected to have contributed to the event. No concomitant procedures were performed.

Manufacturer narrative:
The site reported that the valve is no longer available for return. This information was inadvertently not reported in a previous follow-up report and is being included in this report as a correction. Device not available for return.

Event description:
A perceval pvs25 valve was sized and implanted. During placement, the valve reportedly popped up out of the annulus. The valve was removed and a sutured perimount 21 mm valve was implanted successfully.